Manufacturer narrative:
H6: health effect clinical code - multiple organ dysfunction syndrome (3261). Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke, multi organ failure, and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Stroke, multiple organ failures, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke and multisystem organ failure.